Event description:
The retrospective pregnancy case was reported by a consumer and describes occurrence of death ("essure is causing death"), device dislocation ("the device is migrating"), pregnancy with contraceptive device ("the device is causing unplanned pregnancy") and autoimmune disorder ("autoimmune reactions"). The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pain ("pain"), injury ("injury"), device dislocation (seriousness criterion medically significant), device breakage ("the device is breaking"), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and surgery ("unnecessarily surgeries"). Death occurred on an unknown date. The patients experienced pain ("pain"), injury ("injury"), device dislocation (seriousness criterion medically significant), device breakage ("the device is breaking"), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and surgery ("unnecessarily surgeries"). Death occurred on an unknown date. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. By the time of death, the pain, injury, device dislocation, device breakage, pregnancy with contraceptive device and surgery outcome was unknown. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, death, device breakage, device dislocation, injury, pain, pregnancy with contraceptive device and surgery to be related to essure. Company causality comment: this case refers that essure had been causing death, the device is migrating, causing unplanned pregnancy and autoimmune reactions to an unspecified number of consumers. Death and autoimmune disorder are unanticipated whereas device dislocation and pregnancy with contraceptive device are anticipated in essure's reference safety information. Device dislocation and pregnancy with contraceptive device may occur during essure therapy. Considering their nature, causality with the suspect insert cannot be excluded. Given the systemic pathophysiology of auto-immune disorder and the local action of essure in fallopian tubes, the causal relationship between essure therapy and the reported event is assessed as unrelated. Regarding death, considering the lack of details for a comprehensive causality assessment, causality with the suspect device cannot be assessed. This case is regarded as incident due to the serious injury related to essure. In addition, non-serious events were reported. A product technical complaint is expected. No active follow-up can be pursued.

Manufacturer narrative:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of death ("essure is causing death"), device dislocation ("the device is migrating"), pregnancy with contraceptive device ("the device is causing unplanned pregnancy") and autoimmune disorder ("autoimmune reactions") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain ("pain"), injury ("injury"), device dislocation (seriousness criterion medically significant), device breakage ("the device is breaking"), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and surgery ("unnecessarily surgeries"). Death occurred on an unknown date. The patient experienced pain ("pain"), injury ("injury"), device dislocation (seriousness criterion medically significant), device breakage ("the device is breaking"), pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and surgery ("unnecessarily surgeries"). Death occurred on an unknown date. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. By the time of death, the pain, injury, device dislocation, device breakage, pregnancy with contraceptive device and surgery outcome was unknown. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, death, device breakage, device dislocation, injury, pain, pregnancy with contraceptive device and surgery to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because the possibility of a micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. A ptc investigation cannot be initiated as a batch number or sample was not provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this case refers that essure had been causing death, the device is migrating, causing unplanned pregnancy and autoimmune reactions to an unspecified number of consumers. Death and autoimmune disorder are unanticipated whereas device dislocation and pregnancy with contraceptive device are anticipated in essure's reference safety information. Device dislocation and pregnancy with contraceptive device may occur during essure therapy. Considering their nature, causality with the suspect insert cannot be excluded. Given the systemic pathophysiology of auto-immune disorder and the local action of essure in fallopian tubes, the causal relationship between essure therapy and the reported event is assessed as unrelated. Regarding death, considering the lack of details for a comprehensive causality assessment, causality with the suspect device cannot be assessed. This case is regarded as incident due to the serious injury related to essure. In addition, non-serious events were reported. A ptc investigation cannot be initiated as a batch number or sample was not provided thus resulting in an unconfirmed quality defect. No active follow-up can be pursued.